Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they passed out while walking in their living room and hit their head. The patient noted this is the fourth or fifth time they have passed out at various places. The patient reported they "think it's my pacemaker". The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.